Event description:
It was reported that this patient received four shocks from this implantable cardioverter defibrillator (ICD) that were likely inappropriate. Technical services (ts) referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this ICD remains in service.